Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. Pt's father was advised, per script, that in the rare instances when a broken sensor has occurred in the past, consulting physicians and surgeons have recommended not to remove the wire fragment as long as there are no signs or symptoms of infection or inflammation. In the event that signs or symptoms of infection of inflammation arise, such as redness, swelling, or pain, pt's father was advised to consult the prescribing physician. Pt's father was further advised that if there was no portion of the broken wire fragment visible above the skins, attempts to remove the wire fragment without medical guidance were not advised.

Event description:
Pt's father contacted dexcom technical support to report that his daughter's sensor failed on (B)(6) 2010. No sensor wire was present upon removal. Father is concerned that the sensor wire may have been retained in his daughter's arm. Patient was not experiencing any discomfort at sensor insertion site.